Event description:
A male who had severe proximal neck angulation outside of cook's instructions for use, underwent aaa repair in 2008. Final angiography indicated proximal and distal type I endoleaks. Another MFR's stent was placed at the proximal neck and pta was performed on the distal end. The endoleak persisted as viewed by angiography. An angiogram was then performed through the main body and a leak was found. The leak was not found during the ballooning of the main body. The physician then determined that this was a type iii endoleak instead of a type I endoleak. Another MFR's stent was placed overlapping both iliac leg grafts but the endoleak persisted on final angiogram. Pt outcome is unk at this time.

Manufacturer narrative:
Event eval: still under investigation.